Event description:
Description of event: during the procedure, when inserting the stent with the introducer, the tip of the stent bends, preventing the stent from entering the bile duct. As a result, the stent must be replaced with a new one, since the tip of the previous stent is bent.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.